Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received an erroneous creatinine kinase result for one patient sample. The initial result was 9.6 u/l and was reported as 10 u/l. The user stated the lab realized there was a problem because the sample was also tested using the axcess analyzer and they obtained a result greater than linearity for troponin and the mb assay. An aliquot from the sample was repeated on the integra 800 and a result of 7061 u/l was generated. He stated the amended result of 7061 u/l was reported out about 2 hours after the initial result was reported. The patient was not treated based on the erroneous result. On 06/08/2010, the user repeated the original sample tube and the aliquot of the sample and received a result of 7329 u/l with a data flag for the primary tube and 7509 u/l with a data flag for the aliquot tube. The creatinine kinase reagent lot number was 62204301. The field service representative determined the sample probe seal was not installed in the probe assembly. He installed a new sample probe assembly and seal and adjusted the sample probe to all positions. To verify analyzer operation, he ran successful quality controls and ran precision and accuracy testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.